Event description:
Customer reported that a bag of ifosfamide (chemo) was hung as a secondary infusion. When it was started, the nurse saw the secondary dripping extremely quickly as though it was hung to gravity. The pump was paused and the secondary continued to flow. The secondary was backing up into the primary bag. There was no pt harm reported. No additional pt/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.